Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is no longer working and out of warranty. The customer's blood glucose level at the time of incident was 275mg/dl. The customer states that insulin is squirting out during the manual prime. The customer states they have already changed out their infusion sets. The customer did not wish to continue to troubleshoot and wanted to be sent replacement pump. The customer is being sent continuation of therapy pump. Nothing is being returned at this time.